Event description:
On 28-may-2025, pentax medical became aware of an event involving a pentax medical portable intubation fiber scope model fi-16rbs, serial number (B)(6) in china within the apac region. When the endoscope was powered on, the endoscopic image was unclear, and adjustments were attempted but did not improve the image quality. The procedure was canceled, and the situation was explained to the patient. The procedure time was extended, and the patient experienced discomfort and anxiety. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and responded to the following questions via email on 11-jun-2025. Q1: according to the report, the procedure was stopped due to a device malfunction. However, it also mentions "prolonged procedure time," so I'd like to confirm: was the procedure carried out and completed later on the same day using an alternative endoscope? A1: the endoscope was immediately changed, and the examination was completed at that time. Q2: also, regarding the term "discomfort," does it refer to the additional time required to switch the device, which caused distress for the patient? A2: the hospital did not provide detailed information about the patient. However, after the examination was completed, it was confirmed that no harm was caused to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information. B4: date of this report. D8: was this device ever serviced by a third party?. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is not clear view. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation, a potential root cause of this failure is the bending rubber was damaged by a sharp object or chemical corrosion, allowing water to enter the interior. Water seeping into the image fiber caused an abnormality in the image. A definitive root cause of the reported issue could not be identified. The device was repaired by the third party and returned to the hospital. Retrained customers in the correct use of endoscopes and reprocessing processes. Investigation completion and return date: 20-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 25-mar-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 27-mar-2020. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.